Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, (B)(4), was used in a patient from (B)(6) 2017(204 days). Manufacturer of the pump have reviewed the production records of the excor blood pump, (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Evaluation of the returned product is currently ongoing. This particular model is not available in us, it was manufactured to slightly modified specifications. These changes do not substantially alter the performance of the device. Therefore we are reporting under the MDR regulation.

Event description:
We were informed that the left excor blood pump of a patient supported in the bvad configuration exhibited a reduced pump function. The affected blood pump was exchanged in the clinic by trained personnel without complications. The patient was not negatively affected by this incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). Based on the video from the clinic it can be confirmed that at the time of the incident, blood was visible in the membrane interstices. During initial visual examination of the returned blood pump, deposits could be detected in the membrane interstices. Functional testing revealed that the blood pump met its required pump performance specification. However, uneven membrane movement was noted. For further investigation, the pump was disassembled and the membrane layers were examined individually. Here, in a congruent position, a leak was detected in the edge region of the middle and the blood side layer of the membrane. Furthermore, an uneven distance between the membrane layers at the area of leakage was also determined. The uneven spacing of the membrane layers most probably led to uneven stress on the membrane, which in turn increased friction and resulted in a defect of the membranes.